Event description:
Pt reported to MFR that 3 months after implant of the device system, the pt began to feel ill. The pt reported the symptoms of return of pain, a musty body odor, diarrhea, loss of weight of 10 lb, and musty tasting food to the pt's dr. X-rays were taken and a catheter split was found. The pump was stopped and the pt was scheduled for revision of the catheter approx 6 weeks later. Info regarding outcome has been requested.